Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: during a periprosthetic fracture procedure the surgeon could not screw into the plate with the following: drill guide, locking screw and cerclage. Surgeon did implant the plate using cortex screws and completed the procedure. This is 1 of 4 reports for this complaint.

Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device used as treatment. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history records review has been requested.